Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via telephone that an insulin pump alarmed aa33, and the caller was informed that the alarm was associated with a problem with the insulin pump's motor prime or rewind. It was advised to have the customer call the helpline so that the device could be replaced. There was no further information on the customer and no blood glucose values.